Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. A full evaluation of the device could not be conducted as the device remains in use. The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A submitted photo revealed the pump cable holding a slight bend between the exit site and the bend relief. No cuts, tears, or other damage to the outer jacket were visible. The account communicated that during an outpatient check-up, the patient's pump cable felt stiff and formable, like a wire bow. The account reported that there were no technical issues with the device or with the driveline itself. The patient was asymptomatic and no alarms were reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, a slight stiffness of the driveline between the exit site and the modular cable connector was observed. The driveline was formable like a wire bow. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The evaluation codes were inadvertently omitted from the initial medwatch report. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
The manufacturer is filing this supplemental report (follow-up #2) to provide the evaluation codes that were inadvertently omitted from the initial medwatch and supplemental (follow-up #1) reports. No further information is available. The manufacturer has closed the file on this event.